Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery tube. They were unable to test the operating currents and the off no power alarm due to the blank display. The pump had scratched display window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that the pump alarmed off no power and it went blank when a battery was put in. He stated that the battery compartment was corroded and there was white residue in the compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.